Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had broken. The field service engineer (fse) found that mini drawer 2-16 could only be pulled out to the second position. The cable connected to the mini drawer was damaged. The fse replaced the mini drawer control engine and tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer would not open all the way. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.